Event description:
Customer reported that the surgeon inflated the balloon in the artery as per procedure. The latex fragmented leaving remnants in the vessel. The vessel was flushed with saline. Pt was satisfactory at last report of 2/24/1998.